Event description:
During a routine preventative maintenance check by zoll's technical service department, the device displayed message code "status 93" and inappropriately power's off. There was no pt involvement in the reported failure.